Event description:
This is a follow-up report. Initial report was sent on 07/01/2015.

Event description:
Complainant (B)(6) claimed to have experienced an allergic reaction after using medical device (B)(4) hydrogen peroxide cleaning and disinfecting lens care system.